Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed, reducing the mr to 1-2. The second clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, the mr appeared to increase. The clip was repositioned and mr was reduced to 3+. After clip deployment, the mr increased to 4. The cause of the mr increase is unknown, but leaflet damage was suspected. There were no further clips able to be placed in the mitral valve as there was insufficient posterior leaflet length. Two clips were implanted, and the mr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury tissue damage are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.